Event description:
It is reported by service report hat the pt right load wheel caster horn allegedly broke while loading or unloading the cot causing an injury to the operator.

Manufacturer narrative:
Results - load wheel caster horn.